Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the reported issue could not be replicated representative found a frame rate error indicating interconnect cable needs to be replaced. A "image frame rates are below recommended levels. Please connect cable between imaging system and mobile view station (mvs) and reboot" when exposure and x-ray would stop. Replacing the interconnect cable resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative on behalf of site reported that while outside of procedure, a "driver for intelpro 1000 driver adapter prevented this machine from entering standby" message was displayed on the mobile view station (mvs) screen while looking at 2d images. After this, site were unable to take any x-ray. There was no patient present at the time of the issue.

Manufacturer narrative:
The mobile view station (mvs) interface cable was returned to the manufacturer for further analysis. Functional testing, along with visual examination was conducted. Testing confirmed the reported issue as the bench test failed and gbit test failed. There was also an opening between pin #7 and #8. Part replaced, no further action needed.